Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Customer reported noticing that multiple boxes of tampons she had purchased had many tampons with the strings not showing, customer noticed the issue before insertion so no medical was necessary.